Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the initial reporter sent report to the FDA.